Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26602 it was reported the patient was not receiving effective stimulation in his mid-back area. Reprogramming was unable to resolve the issue. X-rays were taken, however the results were inconclusive. Follow up information identified the patient underwent surgical intervention to explant the entire scs system.